Event description:
Event description boston scientific received information that this lead, implanted for one day, displayed rising ventricular threshold and impedance measurements. A successful reposition procedure was performed the following day. After the physician tightened down the suture sleeve, the impedance value went from 700-1000 ohms; threshold rose to 2.0 v. When untying the suture sleeve, the impedance and threshold values decreased as well. When the lead was connected to the device, the impedance value rose to 1500 ohms. No adverse patient effects were reported and it was inquired whether the lead should be explanted. Technical services (ts) discussed that the impedance values were not concerning, and the values should decrease following the revision.